Event description:
It was reported that the t: slim x2 pump battery would not charge, and a power source alert was noted in the pump's history. There was no adverse impact to the customer's blood glucose level. The issue was resolved by using a different wall adapter and charging cable, although tandem technical support advised against using third-party charging supplies unless necessary for troubleshooting. The pump began charging, and no further assistance was required. Tandem technical support agreed to send a replacement wall adapter and charging cable.